Event description:
It was reported there was high impedance of >40,000 ohms. It was noted the impedance on the right 4-7 on the day of report were all >40,000. It was stated the left implantable neurostimulator (ins) impedances were fine. It was noted there was no therapy changes. It was noted, the patient was seen in (B)(6) 2013 and impedance measurements were not taken at that time. It was further reported an x-ray was performed 5 days prior to report and it did not show a visible lead break or disconnect. It was stated a surgery was going to be scheduled.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the healthcare professional (hcp) was under the impression the patient had a different implantable neurostimulator (ins) than what was returned for analysis and that ins would have programming as 0-3, 4-7. The hcp did confirm the patient's ins was replaced in (B)(6) 2014 and that ins had programming of 0-3, 8-11. The patient's original ins was programmed with 0-3, 4-7 and the patient was getting therapy results. With the patient's ins, getting stimulation on 4-7 would not have been possible. The hcp stated they would do more research to understand the situation.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient&#62688;implantable neurostimulator (ins) and extensions were removed. The patient had had a return of symptoms and a system test was desired. Extension dislodgement was questioned. There was no patient injury and he recovered without sequela.

Event description:
Additional information received reported the patient complained of a pinching sensation in their chest at the ins site.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator, serial #(B)(4), found it programmed incorrectly. It was functionally okay and testing showed that it measured impedances correctly. It was connected to two known good leads and programmed correctly, returning normal impedances on all combinations.

Event description:
Additional information received reported that the patient had an increase in tremor in (B)(6). Reprogramming was completed. The reporter felt around the implantable neurostimulator (ins) and the patient felt discomfort and it was painful to push on. The doctor did surgery to explore and ended up replacing the ins and both extensions.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v801518, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v801518, implanted: 2011 (B)(6); product type lead product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.